Manufacturer narrative:
Additional: device details have been provided; suspect medical device information of this report has been updated. This report is submitted on april 4, 2019.

Manufacturer narrative:
This report is submitted on january 21, 2018. (B)(4).

Event description:
Per the audiologist, the patient experienced an infection. The patient underwent revision surgery (date not reported) in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.